Event description:
The customer complained that results from two patient samples processed on the engen laboratory automation system were misassociated with incorrect sample identification numbers (sid). Misassociated patient results may lead to inappropriate physician action. Incorrect test results for two patient samples were reported out of the laboratory. The vitros test results obtained upon repeat testing were comparable to the initial test results reported out of the laboratory; therefore, the laboratory did not issue corrected reports. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that results from multiple patient samples processed on the engen laboratory automation system were misassociated with incorrect sids of different patients. The engen system correctly identified the issue by generating a cross check error, as designed. The root cause is user error. After each sample tube was placed into the centrifuge module load rack, the operator stopped the centrifuge module but did not remove all samples as instructed in the user documentation. In addition, the operator started the centrifuge module and released the module lock but did not remove all samples prior to releasing the module lock as instructed in user documentation. There was no evidence that an instrument related issue contributed to the event.